Event description:
Patient had barium enema w/air-became flushed & stuffy nose. Hard to swallow-up to pr-nose runny. Then cough-hives wheezy visited by dr. Epi .35c & benadryl 50 mg IV - ns 500 back open uss bp 130/72 p 96device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, other. Results of evaluation: none or unknown, anticipated adverse reaction - short term. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.